Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR at this time. If additional info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "massive metallosis."